Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported that they were in the hospital for an unrelated issue. They stated that their ins went dead when they were in the hospital. This happened in (B)(6) 2016. The patient met with a manufacturing representative the week prior who ¿turned the electricity on¿ for them after ¿the equipment went out and wouldn¿t register anything¿. The patient reported that the ins recharger would not charge the ins past 50%. The 75% quartile will just flash, but it will never get there even after charging for hours. The patient stated they keep full coupling most of the time, but sometimes drops down to 4 bars. The patient was sent a new recharger. There were no symptoms reported. No complications or further complications were reported.